Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was ultimately used. There was no reported patient injury. The device was used in a cerebral artery angiography procedure with a non-cordis sheath introducer, the puncture site showed no obvious calcification, and the withdrawal angle was greater than 45 degrees. The procedure used a retrograde approach. A non-cordis catheter sheath introducer was used, and there was no difficulty connecting it with the exoseal vcd. The indicator wire cowling locked onto the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not display red during retraction. Upon removal, the indicator wire loop was deployed and visible with no anomalies noted. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. Manual compression was ultimately used. There was no reported patient injury. The device was used in a cerebral artery angiography procedure with a non-cordis sheath introducer, the puncture site showed no obvious calcification, and the withdrawal angle was greater than 45 degrees. The procedure used a retrograde approach. A non-cordis catheter sheath introducer was used, and there was no difficulty connecting it with the exoseal vcd. The indicator wire cowling locked onto the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and the vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction. The indicator window did not display red during retraction. Upon removal, the indicator wire loop was deployed and visible with no anomalies noted. A non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window; then, the deployment lever was fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black, white, and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since the functional analysis was completed and full window transition with successful deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.